Event description:
Traxis vue implant was about to be used when the rep noticed that it was expired. The expiration date was 07/2009. Additional information received from the sales rep on 7 dec 2009. On (B)(6) 2009, a male patient underwent a tlif revision surgery on l5-s1. The original date of the primary surgery or any factors as to why the patient did not fuse are unknown. The surgeon removed an incompass construct with traxis implant and was revising with a sequoia construct and traxis implant. As the surgeon had the new traxis vue implant on the inserter, the circulating nurse alerted the sales rep that the implant expiration date was passed. The sales rep brought this to the attention of the surgeon immediately and the surgeon removed the implant from the inserter. The implant did not touch the patient. The surgeon took another implant and completed the surgery with the traxis vue implant and the sequoia construct. There was a surgical delay of five minutes, and no harm to the patient.

Manufacturer narrative:
Product was not implanted. Evaluation is pending upon completed investigation of the product.